Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. The adhesive pad was not returned with the device for inspection. No issues were found with the adhesive welds that would contribute to an adhesive pad failure. The cause of the reported failure to adhere could not be determined. The soft cannula was found to be stretched and flattened. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the download data. The damage did not affect the ability of fluid to flow through the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl). The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge.